Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The instrument has been investigated. Fse inspected the instrument. Fse performed a splld on both the primary and reagent racks and performed a force gauge test. The instrument was tested without further problem. Instrument is operating as expected. No repairs necessary.